Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804) and a bactiseal catheter (ID 823072) were implanted due to secondary normal pressure hydrocephalus (snph) via ventriculoperitoneal (vp) shunt, approximately a year ago with an unknown setting. A revision was performed by the end of (B)(6) 2026 due to shunt malfunction. Only the certas valve was explanted and replaced with catalogue #823013; the ventricular and peritoneal catheters were not replaced. Debris was observed inside the valve. Since the peritoneal catheter was not explanted, there is still a suspicion of obstruction on the catheter. The patient is currently in follow-up. Primary disease: brain tumor.

Manufacturer narrative:
Updated fields: d4, d9. G3, g4, g6. H2, h3, h11. The bactiseal catheter (ID 823072)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to biological debris occluding the catheter or due to a kink in the catheter. According to IFU " complications of implanted shunt systems are mechanical failure, shunt pathway obstruction." If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Na.